Event description:
End user reported upon removal of convex wafer noted skin had deep blue color. Applied new wafer and left it on for three days; upon removal the discoloration had darkened to a purple color. Used four more wafers from that box with skin continuing to darken.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. Discontinued use of that box and switched to new one with different lot number condition resolving. No additional patient/ event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information provided on october 28, 2015. The product associated with batch 3f01347 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur.previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information becomes available, a follow-up report will be submitted. (B)(4).